Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy procedure, the reload did not fire. It was stated that the surgeon was unable to press the green button and unable to squeeze the handle. Another reload was used to complete the procedure. There was no patient injury.